Manufacturer narrative:
Additional info (including x-rays and medical records) was requested. If additional info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "the pt suffered peri-prosthetic fracture as few days after primary surgery."